Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump was continuously flipping in the patient which damaged the pump segment of the catheter. The patient lost therapy and had a failed dye study. The patient was taken to surgery, and it was discovered that the pump segment of the catheter and small part of the spinal segment was all kinked and knotted up. During the procedure, the physician cut off the damaged part of the catheter and then attached a new pump segment to the existing spinal segment and existing pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the pump kept flipping in the patient. The issue was reported to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.